Event description:
It was reported that the customer was on a cruise ship and his insulin pump fell in the hot tub. Customer stated he tried drying it and changing out the battery but the device is still not turning on. Customer did not have long acting insulin and he would have to get an insulin injection every hour. Blood glucose is 310 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons, due to corroded keypad traces. Insulin pump had traces of moisture on the lcd board and motor assembly. Insulin pump received with cracked case at display window corners, battery tube threads, minor scratches on lcd and missing end cap sticker.